Event description:
It was reported that a poor connection resulted in infusion/blood leakage from the hub during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.